Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant was not reported. Currently the proximal neck measures 29mm/32mm inner to inner. The graft has migrated approximately 4 cm distally from the renal arteries with a type I endoleak present. Other than what appears to be continued proximal neck dilatation, anatomy was unremarkable including access vessels, common iliac arteries and proximal neck with no plaque or thrombus. There was some anterior movement of the aorta between the renal arteries and aortic bifurcation. The patient monitored. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: it was reported that the patient underwent a secondary intervention three months ago. An endurant bifurcated stent graft 3616166, and iliac limbs 1616124, 161682 and a 161682 were implanted. The type I endoleak and stent graft migration resolved and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (disease progression; aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; aortic neck dilatation).